Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that her onetouch ultraeasy meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the reported power issue began on (B)(6) 2014 at 8pm after the subject meter was accidentally dropped into the ocean. The patient manages her diabetes with insulin (apidra). The patient reported taking her usual dose of insulin at 8:30pm that same evening; however, reported developing symptoms of ¿dry mouth, frequent urination, hypertension and an increased heart rate¿ at 9pm that evening (1 hour after power issue began). The patient informed the csr that at 9:30pm that evening she went to the hospital where her blood glucose was tested with a hospital meter and the result was ¿270 mg/dl¿. The patient stated that immediately after her blood glucose was tested, she self-administered an extra dosage of insulin (7 units of apidra). The patient informed the csr that she administered the insulin on her own accord without a doctor¿s advice. No additional information regarding the hospital visit was provided. At the time of the troubleshooting, the csr noted there was misuse of the product, since the subject device is not waterproof. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after she was unable to test with the lfs device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.